Manufacturer narrative:
Corrosion of the analyzer sensor pins were noted during evaluation of the analyzer, which is the most likely cause of the error messages and failed qc results. Corrosion of the sensor pins occurs when there is overexposure of the analyzer pins to the assay's acidic treatment reagent. This occurs when used test sensors are not removed immediately after testing or when too much sample is added to the test sensor. Per sections 4-8 and 5-8 of the leadcare ii user's manual, " remove the used sensor immediately after recording the result." Investigation of the event log showed the customer had been experiencing repeated run-time error messages prior to contacting magellan. (B)(4).

Event description:
A user facility called magellan's product support on (B)(6) 2018 to report error messages on their leadcare ii analyzer. There was no indication at the time of the report that the analyzer was reporting erroneous results. The analyzer was returned to magellan for evaluation on july 2nd 2018. During investigative testing, magellan observed repeated failed external control tests. Subsequent testing of blood lead level reference standards were all within target ranges. A review of the analyzer's event logs showed that the instrument had generated numerous error messages over several months while in use at the user facility but these had not been reported to magellan as specified in product labeling. In addition, the event logs indicate that external qc was not consistently being performed on a monthly basis in accordance with label instructions. There have been no reports of injuries or erroneous results reported by the user facility.